Event description:
It was reported that between september 2022 to november 2022, a significant decrease was observed from 32% to 5% remaining battery longevity from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 90 days. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The explanted s-ICD was discarded and will not be returned for evaluation.